Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR reports have been filed for this patient. Please see associated MDR report numbers 9610905-2020-00021 and 9610905-2020-00022.

Event description:
It was reported that plates broke. Patient has a history of noncompliance. The plates were removed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.